Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012, reporting that they had elevated blood glucose (bg) levels for four days. Her bgs were 250mg/dl to 497mg/dl with moderate increased anxiety. The patient went to urgent care facility and the medical doctor (md) there recommended that her pump be replaced. She was taken off the pump and placed on an injection plan. The patient reported that she received an injection in her knee on (B)(6) 2012, but she was not sure what the injection was. Customer support (cs) completed troubleshooting and found no defect with the pump. Cs advised the patient to continue on back up plan. Cs stated that they will replace the pump per md request. This report is being made due to the patient's hyperglycemic event while on insulin pump therapy.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.